Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male pt who used super poligrip original denture adhesive cream (formulation (B)(4)). A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original denture adhesive cream. At an unk time after starting the product, the pt experienced neuropathy and joint pain. This case was assessed as medically serious by gsk. Use of super poligrip original denture adhesive cream was continued. At the time of reporting, the events were unresolved. The MFR's report # for this case is 9681138-2009-00039. Super poligrip is mfg in (B)(4), and neither the product nor lot # for the product was available. (B)(4).